Manufacturer narrative:
A review of the quality and manufacturing records for the product lot was conducted and found that the product met all the pre-defined acceptance criteria for final release. All sterilization records demonstrate the appropriate dose was applied, and all sterilization specifications were met. As the implant remains implanted, an assessment of the device could not be carried out. With the information provided, no definitive root cause could be determined for the reported event. If additional information is received in the future, this file will be re-opened for assessment/investigation and updated accordingly.

Event description:
According to the information provided, a patient received a cartiva implant on (B)(6) 2018. Following, the patient reported continued pain, loss of range of motion, and computed tomography images taken on (B)(6) 2018 led to the surgeon's concern of subsidence. The subject underwent a surgical procedure on (B)(6) 2018 to resect overgrown bone, and the original device was rimmed and placed back into the cavity.